Event description:
It was reported that high impedance was observed on the patient's vns. The patient was referred for replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.